Event description:
It was reported that a shaft break occurred. While performing a percutaneous coronary intervention, the guidezilla device was delivered using anchor balloon technique to the 90% stenosed target lesion which was located in a moderately tortuous and mildly calcified unspecified vessel. Upon removal of the non-bsc anchor balloon, severe resistance was met. While outside the patient, the physician tried to pull the anchor balloon out of the guidezilla, however it was noted that the collar part of the guidezilla was separated. The procedure was completed with a different device. There were no patient complications reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. There was blood inside and outside of the shaft. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube of the shaft. The shaft was also kinked, 7.25cm distal from the separation. The inner diameter (ID) of the guidezilla was measured at the distal tip using a calibrated pin gauge set and met specification. A .057¿ mandrel was inserted through the tip with no resistance. Microscopic examination revealed a complete separation at the collar/proximal shaft bond and that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination presented no damage or irregularities to the collar or tip. The anchor balloon used in the procedure was not returned for analysis. A promus element plus stent delivery system (sds) was used for functional testing. The promus element plus was advanced through the collar with no resistance. Then the promus element plus was inserted into the tip and advanced through the shaft with no resistance. There was no fragments or other foreign matter inside the guidezilla. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. While performing a percutaneous coronary intervention, the guidezilla device was delivered using anchor balloon technique to the 90% stenosed target lesion which was located in a moderately tortuous and mildly calcified unspecified vessel. Upon removal of the non-bsc anchor balloon, severe resistance was met. While outside the patient, the physician tried to pull the anchor balloon out of the guidezilla, however it was noted that the collar part of the guidezilla was separated. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).